Manufacturer narrative:
Initial reporter phone : (B)(6). The octaray nav device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, and electrodes were found lifted with foreign material. An electrical test was performed, and an open circuit was found on electrodes in the tip area. Foreign material was sent to fourier transform infrared spectroscopy and results revealed that foreign material is primarily composed of acrylonitrile butadiene styrene- base material (abs). However, the source of origin remains unknown. The open circuit found on the electrodes could be related to the electrodes being lifted. A manufacturing record evaluation was performed for the finished device 31086550l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the observed damage on the electrodes cannot be determined. The instructions for use (IFU) contain the following recommendations: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) observed that the electrodes were lifted with foreign material. Initially, it was reported that immediately after the octaray was inserted into the patient¿s body, noise occurred at multiple electrodes. The problem was not resolved by replacing the cable. When the catheter was replaced with a new one, the issue was resolved. The noise occurred intracardiac only, in both carto3 and lab. The catheter was in the patient¿s body at the time of the noise. The procedure was completed without patient consequence. The noise issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 06-may-2024, there were lifted electrodes with foreign material. This was assessed as MDR reportable with an awareness date of 06-may-2024.